Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quicky. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received. There was no adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.